Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the probe cover of the gastrointestinal videoscope was burned. Based on the results of the investigation, the probable cause is a high-energy treatment device was used without ensuring a sufficient distance from the tip. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The gastrointestinal videoscope was returned to olympus with a reported complaint of there was damage to the adhesive on the working part and the endoscope failed the electrical tests; this does not indicate an MDR reportable event. However, an MDR reportable failure was found during testing at the service center, the probe cover was burned. There were no reports of patient involvement.